Event description:
Customer reported she started experiencing high blood glucose. Customer was not sure if the high were because of the insulin pump. Customer blood glucose was 541 mg/dl and boluses and it lowered to 490 mg/dl. Then she took a five unit manual injection and blood glucose lowered to 436 mg/dl. Customer's symptoms she felt like maybe she had the flue, hot face, rapid heartbeat, upset stomach, and nausea. The drive support cap was reported normal. Customer has all ready done changed her set. No air bubbles or leaks noted. Settings were correct. Customer did not have tubing clamp, high pressure test was not performed. Cannula was bent but not occluded. Customer was advised to do a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 3004209178-2015-85749.